Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing. During replacement procedure, it was noted that the patient's right ventricular (rv) became damaged. The ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was damage during extraction. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths.